Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 182 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer sent the product back for analysis.